Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. The patient¿s child reported that an ambulance was called on or around (B)(6) 2024 due to concerns about abnormal glucose readings. Emergency responders checked the patient¿s blood sugar, administered a treatment (likely glucose) to raise the levels, and the patient¿s condition improved. During a follow-up with technical support on (B)(6) 2025, it was clarified that the incident occurred around (B)(6) 2024, although the exact or approximate date could not be recalled. The reporter confirmed that the ambulance was called due to inaccurate readings but was unable to provide cgm or bgm data. When asked about the patient¿s symptoms, they could not recall specific details, only that the readings were off and the patient was likely given glucose. Once the readings stabilized, the patient chose to remain at home rather than be transported to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.